Event description:
Customer reportedly received result of 5. "Something" (mmol/l) on mobile system 1 and result of 1.9 mmol/l on mobile system 2 within 10 minutes. Caller states loose "sweets" had been stored in the same bag as the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for either mobile system.